Event description:
Spoke with the father of an infant pt who uses the infinity food pump to supplement oral feeds. Father states that on (B)(6), both mom and dad identified that the cap to the 100 ml infinity orange feeding bag begins shaving plastic pieces into the feeding bag after it is opened and closed about 3-4 times. They've tried using more than 1 bag a day, but the wear on the bags is the same; shaving begins to be visible in the enteral feeding after 3-4 times of opening/closing the cap. Maybe one lot number, or multiple~we have some of the feeding bags and lot is 10315e. Father is very upset/concerned by this. He is an engineer, so he also recommended on what are, in his opinion, inherent flaws of the design. The 100 ml infinity feeding bag have a cap that snaps down into place, which is what is most likely leading to pieces flaking off the lid. Father states that the infinity teal 500 ml bags have a much better cap design as you need to thread/twist the cap on, so it is a lot less wear and tear on the cap. Father agreed to use the 500 ml infinity feeding bags for future feeds, but this is not an ideal setup as pt received bolus feeds of 70 mls over 45 minutes every three hours. Pt is not able to take much orally, so most of that has to be given through the pump. The 500 ml feeding bags are large for the low volume that pt requires, but father states that they have tried a couple of 500 ml feeding bags, and they have worked, so will continue to use these while we look into this issue.